Manufacturer narrative:
The complaint is of the nature of a satisfaction issue where it is unknown if patient results were reported. The account alleges that the observed hemoglobin interference exceed the claim provided in the df33a crea reagent cartridge instructions for use. The issue is under investigation by siemens healthcare diagnostics inc.

Manufacturer narrative:
Results of investigation:siemens healthcare diagnostics has conducted investigations on hemoglobin interference with the dimension® df33a (crea) flex reagent cartridges. Investigations have determined that dimension® creatinine (crea) may produce depressed results up to 12.7% (or approximately 0.2 mg/dl [18 umol/l]) for a creatinine result at 1.5 mg/dl [133 umol/l] when hemolysis exceeds 300 mg/dl [0.19 mmol/l] of hemoglobin. Percent hemoglobin interference with dimension® crea is dependent on the creatinine concentration; at a creatinine concentration of 5.0 mg/dl [442 umol/l], hemoglobin interference at concentrations up to a 1000 mg/dl [0.62 mmol/l] is < 10%. Alternately, with an approximate bias of 0.2 mg/dl [18 umol/l]), the percent hemoglobin interference may be higher at low creatinine concentrations (< 0.8 mg/dl [< 71 umol/l]). Depressed creatinine results due to hemolysis as described above would not be expected to significantly impact medical decisions when using this assay. However, siemens healthcare diagnostics is issuing an urgent medical device correction (us) and an urgent field safety notice (ous) dated july 2015 alerting customers that they should review their currently established procedure for reporting crea results for hemolyzed samples and update procedures as necessary for the revised interference information described in the communication.

Manufacturer narrative:
Original MDR submitted 2014-11-24 an urgent medical device correction (us) and an urgent field safety notice (ous) dated july 2015 was provided to all customers who received the affected lots to notify them of the following: - siemens has confirmed that the dimension crea and dimension vista crea may produce falsely depressed results up to -12.7% and -22% respectively, for a creatinine concentration of 1.5 mg/dl when hemolysis exceeds 200 mg/dl and 300 mg/dl respectively. - customers were instructed to review the letter with their medical director. - customers were instructed to review and update their established procedures for reporting crea results for hemolyzed samples based on the information in the letter. - customers were instructed to update the h index for hemolysis if that feature is being used on their system. C&rr# 2517506-07152015-003-c.

Event description:
An account complained of falsely depressed creatinine (crea) results on patient samples which had an elevated level of hemoglobin. It is unknown if patient results were reported to the physician. The account ran new samples drawn the next day from the same patients (which had lower levels of hemoglobin) and higher results were obtained. The account alleged that the level of hemoglobin in the initial samples depressed the crea results to a degree greater than the instruction for use guidance. It is unknown if patient treatment was altered or prescribed on the basis of the depressed crea results. There was no report of adverse health consequences as a result of the depressed crea results.